Manufacturer narrative:
Per tandem's t:slim x2 g5 user guide, "do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer miscalculated the amount of carbohydrates and over-delivered the bolus which caused blood glucose (bg) level to decrease to 42 mg/dl. The customer consumed carbohydrates to treat the low bg. The customer acknowledged that the reported issue was attributed to user error and that the pump was functioning as intended.